Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There were no adverse consequences reported. The procedure was completed successfully with a back up device.

Manufacturer narrative:
The handpiece cord was received at the manufacturer for evaluation. The complaint was not confirmed. Based on the investigation details, the handpiece passed no problems were found.